Event description:
On (B)(6) 2014, this patient underwent endovascular repair for a thoracoabdominal aneurysm measuring 80mm. Four gore® tag® thoracic endoprostheses were implanted beginning in zone 3 or the thoracic aorta and extended distally. The patient also underwent surgical debranching of superior mesenteric, and left and right renal arteries. The patient tolerated the procedure without endoleak or evidence of any systemic infection. Access was percutaneous via the femoral and iliac arteries and included a surgical conduit. On (B)(6) 2014, the patient developed a left groin access infection. On (B)(6) 2014, the patient underwent washout and debridement of the wound. On (B)(6) 2014, the patient experienced disseminated intravascular coagulation and lower extremity plegia and was treated with pressors, anticoagulation and antibiotics. On (B)(6) 2014, the patient experienced multi-organ system failure and the patient family opted for comfort care measures only. The patient expired later this same date.

Manufacturer narrative:
The gore tag endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, death, infection (e.g., aneurysm, device or access sites).

Event description:
On (B)(6) 2014, this patient underwent endovascular repair for a thoracoabdominal aneurysm measuring 80mm. Four gore tag thoracic endoprostheses were implanted beginning in zone 3 of the descending thoracic aorta and extended distally. On (B)(6) 2014, the patient awoke with lower extremity plegia. It was reported that patient's plegia may be device related and or related to the placement of the lumbar drain. On (B)(6) 2014, the patient developed a left groin access infection. The cause of the infection is unknown; and reported to be unrelated to the device. On (B)(6) 2014, the patient underwent washout and debridement of the wound. On (B)(6) 2014, the patient experienced disseminated intravascular coagulation and lower extremity plegia and was treated with pressors, anticoagulation and antibiotics. On (B)(6) 2014, the patient experienced multi-organ system failure and the patient family opted for comfort care measures only. The patient expired later this same date. The patient's death is reported to be unrelated to the device.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the device verified the lot met all pre-release specifications.